Manufacturer narrative:
Recall: 1627487-12192011-003-r. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient's programmer displayed a "battery-low stim off", message. The device also displayed a program connection error. It was stated the patient had not recharged his scs system in approximately a month. The patient was instructed to re- charge the ipg, which did not resolve the issue. Subsequently, the patient will consult with the physician regarding surgical intervention as the next course of action.

Event description:
Follow-up information revealed the patient underwent surgical intervention wherein the ipg was explanted and replaced with a different model which resolved the issue.